Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was over 500 mg/dl. The customer¿s blood glucose level was 280 mg/dl at the time of incident. The customer¿s other blood glucose level was over 480 mg/dl using novolog. The customer experienced symptoms such as nausea and severe headache. Customer was using new insulin pump for 24 hours at time of high blood glucose event . They treated high blood glucose with manual injections. The customer stated that the auto mode feature was not active at time of high blood glucose event . The customer was assisted with troubleshooting for under delivery. Customer reported insulin pump was worn during a medical procedure or test around an magnetic resonance field. Customer stated that they performed displacement test and insulin pump passed it. Customer did not allege insulin pump was under delivering. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The device will not be returned for analysis.